Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they kept getting a 1707 message yesterday while charging their ins. Patient would see excellent charging and then charging would get disrupted. Patient indicated they can feel the ins easily and sit while charging and use the charging belt. Patient had already resolved prior to calling and indicated they were able to successfully charge ins today. Reviewed general charging best practices and meaning of 1707 code. The patient called back again indicating they have been having a hard time getting their recharger in the right spot over their ins to charge successfully. Patient saw a charging code but could not recall what it was. Reviewed how to reposition the charger over the ins and patient was eventually able to connect successfully and noted that therapy was off and ins battery was charging at 20%. Patient will continue charging for the time being and turn therapy back on again after they are finished. Reviewed instructions for using the communicator and micro mytherapy app to turn therapy back on. Patient may call back if they need assistance doing so. Pt reported they just charged their ins and they are getting a por message. Reviewed por message information. Pt dismissed por message and stated therapy was turned off. Pt successfully turned therapy back on during the call. Pt stated their ins was not completely dead when they started charging so they are not sure how their ins turned off. Pt mentioned they work as a cna so they are near hospital equipment frequently. Reviewed emi information. Pt will monitor therapy status when at work. Agent did not ask about the circumstances that led to the reported issue. The troubleshooting steps that were taken on the call resolved the issue.